Event description:
It was reported to the manufacturer by the caregiver that the vns pt has been experiencing an increase in seizure activity above pre-vns baseline. It was indicated that the pt was recently implanted and may have not reached therapeutic levels yet. Diagnostic tests performed on the pt's device revealed proper device function. The pt's medication is at the end of a cycle and may have contributed to the reported increase. The pt's device settings are being modified to increase therapy consistently at visits. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.